Manufacturer narrative:
The unintended use error caused or contributed to event conclusion was selected for this event.

Event description:
It was reported that during shortly after an implant procedure, an health care professional (hcp) took an x-ray of this newly implanted electrode and noticed is was not positioned in an optimal implant location to properly capture and sense the heart. Additional surgical intervention was performed and the electrode was repositioned and continues to remain in service. No adverse patient effects were reported.

Event description:
It was reported that during shortly after an implant procedure, an health care professional (hcp) took an x-ray of this newly implanted electrode and noticed is was not positioned in an optimal implant location to properly capture and sense the heart. Additional surgical intervention was performed and the electrode was repositioned and continues to remain in service. No adverse patient effects were reported.